Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, per shehadeh et al, "a modified decompression and bone graft technique for the treatment of avascular necrosis of the femoral head", 4 patients were revised to a tha due to clinical failure/ progression of the disease.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.